Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue that at the end of an infusion, there was still a large volume of fluid in the bag. This occurred during delivery in the sidney: kimmel cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "still a large volume of fluid in the bag" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event date was not provided, however a review of the history log revealed an infusion programmed at a rate of 200 ml/hr and vtbi: 30 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.